Event description:
It was reported that the patient presented for an implant procedure. Post-procedure interrogation showed the atrial lead had been dislodged, which was later confirmed through diagnostic imaging. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. Final analysis found that as received, a complete lead was returned in one piece with the helix noted extended and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The full helix extension length was measured within specification.